Manufacturer narrative:
The implant was not available for analysis during evaluation and investigation. The implant is not expected to be returned for the manufacturer review/investigation. The device history record could not be reviewed because identifying information of the product was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that three and a half months after implantation a phantom 4-hole intramedullary nail broke at the distal cuneiform hole. The broken implant was reported to cause a lack of fixation across the joint space.